Manufacturer narrative:
He customer no longer has the strips.

Event description:
The customer stated the meter was found with a note on it stating that it was broken. It was not known what the issue was so the reporter looked in the history of the meter and found questionable results for 3 patient samples for glucose. The meter used for these result was the accuchek inform ii meter (serial number (B)(4)). Of the data provided, two results were erroneous. For the first patient, a result of "hi" (indicates the blood glucose is greater than 600 mg/dl) was obtained at 09:09 on (B)(6) 2016. At 09:19 a blood glucose result of 303 mg/dl was obtained. The patient was treated with 8 units of humulin r, based on the result of 303 mg/dl. There were no allegations of a serious injury to the patient based on these results. The patient was discharged from the hospital to a nursing home on (B)(6) 2016. The second patient had a blood glucose result of 307 mg/dl at 16:42 and then a blood glucose result of 205 mg/dl at 16:47 on (B)(6) 2016. The patient was treated with 4 units of humalog insulin based on the result of 205 mg/dl as that was the result they believed. At 17:01 they used the accuchek inform ii (serial number (B)(4)) and obtained a result of 207 mg/dl. No units of measure were provided. There was no allegation made regarding a serious injury to the patient based on any of these readings. The second patient was male, born on (B)(6) 1950 (B)(6). The second patient was discharged on (B)(6) 2016 to a nursing home. Controls had been run and passed within 24 hours of each comparison. The customer had run linearity on the meter with the serial number of (B)(4) on (B)(6) 2016 and it was within acceptable limits. The customer did not know if the same vial of strips was used for the meter tests or if the strips were from different vials. The customer did state that one lot number of strips is in use at the facility. There was no adverse event. The suspect product was requested to be returned, however, the customer does not have any strips to return. The replacement product was sent.